Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the wire used to lock the suture in place broke and remained in the anchor.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: the wire used to lock suture in place broke and remained in anchor. The probable root causes could be excessive force applied by the user during use or if the lever is not completely actuated, the inserter may not release from anchor which could affect proper implantation of the anchor. The reported failure mode will be monitored for future reoccurrence. Mfg date: april 18, 2016. (B)(4).

Event description:
It was reported that the wire used to lock the suture in place broke and remained in the anchor.